Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the pseudophakic patient experienced excessive vault with angle closure and significant reduction of iridocorneal angle. The lens was later exchanged for a shorter length, different model lens.